Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) due to out of range pacing impedance measurements on the right ventricular (rv). The patient was not pacemaker dependent and they were admitted to the hospital for heart failure symptoms. This pacemaker system remains in service. No adverse patient effects were reported.